Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited high, out-of-range shock impedance measurements greater than 200 ohms for shock vectors involving the right atrial (ra) coil. It was noted that the shock vector was reprogrammed to right ventricular (rv) coil to can. Troubleshooting included verifying there were no electromagnetic interference (emi) sources on or near the patient, and there was no reported trauma contributing to this issue. Technical services (ts) discussed performing defibrillation threshold (dft) testing, however the physician elected not to perform the testing. The patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.